Event description:
It was reported that a malfunction occurred, identified by malfunction code malf 0. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided instructions for resetting the pump, and the customer successfully reset it without the malfunction recurring. The customer was advised to continue using the pump and to report any future issues.